Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) and sterile lot reviews were conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported a physician performed an uneventful novasure endometrial ablation on (B)(6) 2014 and the patient was discharged home. A few days later, the patient was admitted into the hospital. Culture tests were performed and revealed "group b strep infection". The patient was "treated with broad spectrum antibiotics". The "patient was discharged (home) and doing well".